Event description:
Attune rev fem 2mm offst trl was delivered to customer and needed to be rewashed by customer before surgery.

Manufacturer narrative:
Product complaint # (B)(4) investigation summary : according to the information received, "[this was delivered to customer and needed to be rewashed by customer before surgery. Orthokit booking]" the product was not returned to depuy synthes, however photos were provided for review. The photographs attached were reviewed, however they do not represent the reported complaint condition. Therefore, the investigation could not draw any conclusions about the reported event due to the insufficient evidence provided. Since the device was not returned, a dimensional inspection cannot be performed. The overall complaint was unconfirmed as the photographs provided are not representative of the reported complaint condition. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot ==> the device lot number is unknown, therefore a device history review could not be performed. If the lot/serial number becomes available, the record will be re-assessed. B3: date of event is an unknown date. H6: component code: appropriate term/code not available (g07002) used to capture no findings available. This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information, which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained, that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Additional information received from orthokit. A. Valid dsi yes/no? No. B. Comments, why justified or not justified: we could not see, that the items are dirty in the pictures from customer. (B)(6), you mentioned, that this customer is quite strict. And if the find any single spot they may think items are dirty. This module were washed by previous customer and we could not see any dirt, during our previous inspection. After a couple of washes, the instruments will tend to have stains, but that do not mean that instruments are contaminated or dirty. Instruments cannot look new all the time. C. Action taken by orthokit operations: items inspected and we could not see any dirt. No more actions.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary - according to the information received, "[this was delivered to customer and needed to be rewashed by customer before surgery. Orthokit booking]" the product was not returned to depuy synthes, however photos were provided for review. The photographs attached were reviewed, however they do not represent the reported complaint condition. Therefore, the investigation could not draw any conclusions about the reported event due to the insufficient evidence provided. Since the device was not returned, a dimensional inspection cannot be performed. The overall complaint was unconfirmed as the photographs provided are not representative of the reported complaint condition. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot - the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.

Event description:
Additional information was received and stated that it was uncertain that the items were dirty in the pictures. The customer was quite strict and if any spot anything, they will think the items are dirty. The modules were washed by previous customer and dirt was not seen at previous inspection.